Event description:
It was reported that shaft break occurred. The 70% stenosed, 2.3x10mm, concentric, de novo target lesion with a significant bend of >45 degrees was located in the severely tortuous and severely calcified left circumflex coronary artery. A 12 x 2.25mm promus premier drug-eluting stent was advanced but failed to advance through the tortuous and calcified lesion and it was also found that the shaft of the delivery system broke. The procedure was not completed due to another reason. There were no patient complications reported and the patient status was stable.